Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the xenon light source to the service center for evaluation related to a separate issue. During testing the repair center technician found corrosion inside socket tubing and light intensity output measured out of specifications. There was no patient involvement.